Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer does not know the issue, the device was not working. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional event information received. H6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.

Event description:
Additional information received via email 12 september 2022: no known injuries from this event.